Event description:
The patient was revised on right knee due to possible infection of (B)(6). An I&d was performed on (B)(6) 2015. Surgeon noted that pathology came back negative for infection.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tibial bearing. Additional devices reported are: unknown femoral bushings, unknown bumper, unknown axle. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.